Manufacturer narrative:
Visual analysis was performed on the returned device and the reported link detachment was confirmed. A needle to cuff miss was also observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery with a proglide device using the pre-close technique via an 8f sheath hole prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a link break was noted after the plunger was removed. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to an 18f and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.